Manufacturer narrative:
A partial lead measuring 51.5cm was returned for analysis. The damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
This supplemental report is to correct the previous supplemental report to include that yes, the device was evaluated by manufacturer.

Event description:
It was reported that the patient expired; the cause of death was hypertensive heart disease. The primary cause was congestive heart failure. There was no known allegation that the device was related to the death.